Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent showed rows 4-13 from the distal end of the stent were stretched and pulled distally. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found slight kinks along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-apr-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. A 2.75x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The stent was withdrawn and the lesion was predilated using a non-bsc catheter balloon. The same 2.75x20mm promus element plus stent was re-advanced but still the device could not cross the lesion and the device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.